Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue where every hour the pump needed them to enter a blood glucose level. Customer's blood glucose level was 389 mg/dl. Customer was using blood glucose levels up to 600 mg/dl for calibrations. Customer stated that he feels funny if he gets down to 200 mg/dl. Customer was explained that had a weak signal and had to change the battery. No further assistance needed.